Event description:
It was reported that the pt developed a post operative infection. In 2002, the pt presented with a sudden onset of increased lid swelling and conjuctival swelling. There was no drainage noted and no cultures were completed. The pt was started on new antibiotic and medrol dose park. The original procedure was a blepharoplasty which took place in 2002.